Event description:
It was reported that an erratic speed occurred. A rotapro console was selected for use. During the procedure, the speed was set to 180k rpm; however, the console displayed a speed of 230k rpm and could not be decreased. The device sounded like it was rotating faster than the set speed. Dynaglide mode was activated and the burr was removed. The procedure was completed with a cutting balloon. No complications were reported, and patient was stable post procedure.